Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 / 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The tsr then explained that the supplies were compromised and that hp would need to start over with new supplies, or finish with manual supplies. The hp stated that she was near the end of therapy and wanted to end therapy for the night. The tsr advised hp to call nurse in the next 24 hours and inform her of the alarm and of any missed therapy. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved and that she had resumed therapy without any issues. The hp verified that she had notified the nurse of this alarm. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she did not notice any loose connections, disconnections or defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number / shipment date was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. A batch review was not performed as the lot number was unknown. The hp stated that she did not notice any loose connections, disconnections or defects on the supplies. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).